Manufacturer narrative:
(B)(4). The lot was manufactured from 06/04/2013 to 06/05/2013. The device was returned for evaluation with approximately 120 ml of fluid in the bladder. Visual inspection and functional testing were performed. No evidence of leak was observed at the fill-port or at any other parts of the device. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume german folfusor leaked from the injection port. This occurred after filling with an unknown volume of fluorouracil. There was no patient involvement. No additional information is available.